Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The reported microbes were detected from the instrument channel. The device had been reprocessed with an olympus automated endoscope reprocessor model minietd2 (not available in the USA). The exact cause of the reported event could not be conclusively determined

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for cronobacter sacazakii. Other detailed information such as the number of microbes and the reprocessing method were not provided. There was no report of infection associated with this report.